Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level 189 mg/dl at the time of incident and 519 mg/dl. The customer treated high blood glucose with insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not finish troubleshooting. The auto mode feature was not active during the reported event. The insulin pump will not be returned for analysis.